Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) pictures were provided for evaluation. The provided pictures were visually evaluated it was noted the space pump has leakage of blood out of both ends. The defect reported was confirmed. The exact root cause of the incident reported is unable to be determined after the evaluation of the pictures, however it is possible the operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. All available information regarding this occurrence has been forwarded to our business unit in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: the pump was alarming that there were air bubbles and when the nurse was troubleshooting, she realized there was blood leaking from the pump. When she looked at the tubing it looked as though there was a hole, or something was cracked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.